Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 600-650 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin.